Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation; however, one electronic photo was provided for review. The investigation is confirmed for a barb on the guidewire, as a short protrusion extending from the guidewire was identified in the photo. There appeared to be gap in the outer coils at the location of the protrusion. The investigation is inconclusive for guidewire fracture, as no fractures or breaks in the guidewire could be identified in the photo. The investigation is also inconclusive for a component delivered to the customer as defective, as the guidewire in the photo did not appear to be in the guidewire hoop. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2021), the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the guide wire allegedly frayed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during preparation of a port placement procedure, the guide wire allegedly frayed. The procedure was completed using another device. There was no patient contact.